Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Visual inspection of the lead found that dried tissue was noted in the helix housing laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that during a the implant procedure, physician tried placing the lead but its impedances readings were very high. Physician removed some tissue that was stuck on the helix, but the lead still was measuring high impedances numbers. At the end, physician decided to use a new lead to complete the procedure. No additional adverse patient effects were reported.